Event description:
During aaa repair in 2008, it was determined that the male's anatomy was suitable for endovascular therapy. The procedure went as labeled, but after the deployment of the ipsilateral iliac stent, blood leakage occurred from the hemostatic valve when the physician withdrew the grey positioner. After withdrawing the grey positioner, the physician inserted the dilator of contralateral iliac leg delivery system into the hemostatic valve to restrain the hemorrhage. Then, a balloon catheter was inserted into the ipsilateral leg. Total hemorrhage volume was 620cc. So, 400cc of blood was transfused to the pt. The pt has recovered.

Manufacturer narrative:
Event eval: still under investigation.